Event description:
[Preferred term] (related symptoms if any separated by commas). Ketoacidosis (diabetic) with blood glucose increase of 24 mmol/l [diabetic ketoacidosis]. Novopen 4 to push the medication, there was always nothing pushed [device failure]. Case description: this serious spontaneous case from china was reported by a consumer as "ketoacidosis (diabetic) with blood glucose increase of 24 mmol/l(diabetic ketoacidosis)" beginning on (B)(6) 2023, "novopen 4 to push the medication, there was always nothing pushed (device failure)" with an unspecified onset date, and concerned a male patient (age not reported) who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", novolin 50r (insulin human) (dose, frequency & route used- 18 iu bid (18 u before breakfast and 18 u before supper) from unknown start date for "type 2 diabetes mellitus". Patient height, weight and body mass index (bmi) were not reported. Current condition: type 2 diabetes mellitus (nearly 3 years). Concomitant products included - glucobay(acarbose). On an unknown date (reported as in the past 4 days), while using novopen 4 to push the medication, there was always nothing pushed, suspected pen issue last night, it was found that insulin was not injected under the skin normally these days. The patient developed ketoacidosis, vomited for three days, and blood glucose increased to 24 mmol/land weight decreased from 60.5 kg to 54 kg. It was reported that patient made a clear judgment based on his own feelings about the event diabetic ketoacidosis. Last night, a merchant debugged the novopen 4, and finally insulin could be injected normally. The patient said that needles were used only once, so there was no medication leakage due to not removing the needle and there was no such thing as storing the product with a needle attached. No change in patient diet or exercise level and did not changed from another pen insulin was stored at room temperature. Batch numbers: novopen 4: kvg1j05, novopen 4: mvg7t72, novolin 50r: not available. Action taken to novopen 4 was not reported. Action taken to novolin 50r was not reported. On (B)(6) 2023, the outcome for the event "ketoacidosis (diabetic) with blood glucose increase of 24 mmol/l(diabetic ketoacidosis)" was recovered. The outcome for the event "novopen 4 to push the medication, there was always nothing pushed (device failure)" was recovered.

Event description:
Case description: investigation results: name: novopen 4, batch number: kvg1j05. The product was not returned for examination. Name: novopen 4, batch number: mvg7t72. The product was not returned for examination. Name: novolin 50r, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation results added. Imdrf codes added. Narrative updated accordingly. Final manufacturer's comment: on 27-apr-2023: the suspected device novopen 4 has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of diabetic ketoacidosis. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novolin 50r. H3 continued: evaluation summary: name: novopen 4, batch number: kvg1j05. The product was not returned for examination.